Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the controller screen displayed a ¿system problem¿ message. Patient stated this happened intermittently and currently was not occurring. Patient mentioned that the cable of recharger became hot while they were recharging their ins. Prior the call, patient had reset the controller. A replacement recharger would be sent. It was mentioned patient reported both system errors which reset and rm04 error, recharger was very hot. Additional information later date from patient was received. Patient stated controller screen showed software problem and they thought this message had also come up sometimes. Patient stated they would be charging ins for a few minutes and then all sudden would receive the screen that device not found. Prior the call, patient reposition the antenna. It was noted no device found (screen 16) was seen on controller screen. It was reviewed the importance of recharger antenna replacement. Patient stated their controller battery was between 60 to 100% when she started charging her ins, and typically ins got down to about 30% when they started recharging it. Patient noted they recharged ins twice a day. They could not troubleshoot due to lack of access to product. Additional information was received from patient on 2019-jan-29. Patient stated controller screen displayed a ¿system problem¿ message, rm03, rm04. A replacement recharger would be sent. No further complication and no symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 , serial# (B)(6), product type programmer, patient product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4),h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ). Revealed that there was a no device found message and the recharger was scrapped due to failing testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.